Manufacturer narrative:
An event of stenosis was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 25mm trifecta valve was implanted. On an unknown date, the patient presented with valve stenosis. On (B)(6) 2018, a valve-in-valve was performed with the 26mm edwards sapien 3 valve implanted in the trifecta valve. The patient is reported to be discharged.